Event description:
Customer stated unit made a popping noise and then he fell out of unit.

Manufacturer narrative:
The unit was purchased from private owner. Unit qualifies for replacements. Unit has been upgraded accordingly.